Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set in which the set was found to be blocked. The condition occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, it is unknown when it was received. An actual sample was received for evaluation. The sample was submitted for an underwater leak test, and a blockage was observed at the level of the nypro check valve. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.